Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor communication error alarm on the insulin pump. Customer stated that it was the second alarm in 2 days. Customer stated that the alarm occurred during normal use. Customer was asked to return the pump for analysis. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No unexpected a39 alarm noted during our testing. The insulin pump passed self test and displacement test.